Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose increased to 492 mg/dl and that his insulin pump alarmed no delivery during a bolus attempt. Troubleshooting was initiated for the no delivery alarm. The customer ran a 5.0 unit fixed prime and insulin exited without issue. The customer declined to remove his site; however, he was advised that the no delivery alarm may have been caused by a possible site related issue or site/set occlusion. Troubleshooting was declined for the high blood glucose. The customer stated that he will call back if issues recur. No products were returned or replaced.